Manufacturer narrative:
Additional manufacturer narrative: the intraclude device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the intraclude balloon is not totally occlusive during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, a new intraclude device was prepared and used with no complications. Post operatively, the patient developed a convulsion. The surgeon noted that air could have entered the aorta during the exchange and contributed to the convulsion. The device has not been returned for evaluation; therefore, the reported event cannot be confirmed. The device history record (DHR) review cannot be performed, as the lot number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that during a procedure of mitral valve repair, it was difficult to maintain balloon pressure of the intraclude device so they had to exchange it. At the beginning of the procedure, upon pulling on the atrial retractor, they noted that the balloon pressure was going down and that they were flooded. At this time, they had inflated the balloon up to 350 mmhg and injected a total volume of 30 cc. No stitches/sutures placed at that time yet. Upon removal of the balloon, they noted a tiny puncture in the balloon. A new intraclude device was prepared and used. The patient had a convulsion during the waking up after the surgery and showed confusion during the next 48 hours. On pod #4, a subdural hematoma was detected needing to be drained. The surgeon is very experienced with the device and does not believed that the balloon rupture contributed to the hematoma. However, at the time of the balloon rupture, the surgeon was working very openly in the ventricle, some air could have gone in the aorta and this could have contributed to the convulsion and/or confusion. In the past, the patient had radiation in the chest so there were severe adhesions.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Customer report of balloon rupture and leakage was confirmed. Balloon was observed to have a pin hole leakage when inflated with air and water. A kink was observed on the intraclude shaft near the catheter balloon. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. The intraclude device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the intraclude balloon is not totally occlusive during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, a new intraclude device was prepared and used with no complications. Post operatively, the patient developed a convulsion. The surgeon noted that air could have entered the aorta during the exchange and contributed to the convulsion. The root cause of this event cannot be conclusively determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: additional information was received and the following section(s) was updated. The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Additional information received indicated that the patient recovered very well having only minor dexterity reduction in one of her hands. The surgeon stated that he is confident the intraclude was not the cause to these events.